Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, they experienced a hypoglycemic event while being in an active sensor session. The day of the event the blood glucose reading was 54 mg/dl, but no alert would have sounded from the cgm device. The patient experienced dizziness (also due to the heat), and self-treated with eating dextrose and carbs. Despite the treatment the patient experienced loss of consciousness. An ambulance was called, and the patient was brought to the hospital. A fingerstick was taken by the paramedics but no specific blood glucose reading was reported. The patient also experienced vomiting at that time. Initially the diagnosis was hypoglycemia, but no further specific treatment was reported for hypoglycemia. When a fingerstick was taken at the hospital the blood glucose reading had gone up to 350 and 400 mg/dl. The patient self-treated with insulin for the hyperglycemia. Besides this, the patient would have also had high blood pressure for which they received unspecified medication, and ¿volume deficiency¿. No further treatment was reported to be needed, and the patient spent a total of 1 day at the hospital. There was no documentation of further medical evaluation or intervention. Data was provided for investigation. A review of performance data shows that the patient's always sound feature was disabled at the time of the incident, and his low alert was set to 80 mg/dl. The urgent low alert is fixed at 55 mg/dl. The urgent low soon alert will notify patients when their estimated glucose values reaches 55 mg/dl within 20 minutes. Data investigation shows that at 3:49 pm on (B)(6) 2025, the patient's egvs dropped below the low alert threshold and the app delivered a low alert at partial volume with an egv of 78 mg/dl. This alert was acknowledged immediately. The patient¿s egvs remained below the low alert threshold for the next 15 minutes and then briefly rose above the threshold at 4:09 pm. Then, at 4:14 pm, the patient¿s egvs again dropped below the low alert threshold, and the app delivered a low alert at partial volume with an egv of 76 mg/dl. At 4:19 pm, the patient app delivered an urgent low soon alert at partial volume with an egv of 66 mg/dl. At 4:24 pm, the app delivered a second urgent low soon alert at partial volume with an egv of 59 mg/dl. At 4:29 pm, the patient¿s egvs started to rise slightly, and the app delivered a low alert at partial volume with an egv of 66 mg/dl. By 4:34 pm, the patient's egvs were back in range with an egv of 89 mg/dl. The patient's egvs remained in target range thereafter. The reported complaint is undetermined. Although data investigation shows that the patient¿s egvs were inaccurate by at least five points during the incident, it also shows that the patient had received and acknowledged the initial low alert delivered by his app despite the reporter alleging that he received no alerts during this time. Without further clarification from the patient, the root cause of the hypoglycemic event cannot be determined, though inaccurate cgm readings were determined to be the most likely failure mode associated with the incident. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia/hyperglycemia.

Manufacturer narrative:
(B)(4). 3004753838-2025-298749 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.